Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to multisystem organ failure and sepsis. It was also reported that there was no evidence of pump or heart valve thrombosis or any device malfunction. No additional information was provided.

Manufacturer narrative:
Additional information: correction: it was initially reported that the device would be returned for analysis; however, the device was not explanted and therefore was not available for evaluation. Additional information: a correlation between the device and the reported sepsis and multisystem organ failure could not be conclusively determined. The customer reported that there was no pump pocket or driveline infection and there was no evidence of pump or valve thrombosis, or any device malfunction. Sepsis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection was not pump pocket or driveline related. The pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 53 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.